Event description:
Patient critically ill with large thrombotic occlusion in outflow graft but not a candidate for surgical repair. He had a chest CT angio which revealed severe stenosis of the outflow lvad graft at the level of the aortic anastomosis due to thrombus. His recent inr's were 1.7-1.8. His goal inr was 1.5-2.0. He was therapeutically anticoagulated. He is being medically managed.